Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level in the 500¿s mg/dl with ketones. The customer went to the emergency room and was admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids of saline, insulin, and potassium to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer declined follow up from technical support to obtain the release date from the ICU. Ultimately, the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.